Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy and last recharged their scs system approximately 2 months ago. Reportedly, the ipg would no longer communicate with any external devices and was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Follow-up revealed the issue resolved.